Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 64002, explanted: (B)(6) 2017, product type: adapter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the patient experienced a clinical deterioration and strange impedances were measured. No environmental, patient, or external factors contributed to the issue. Reprogramming of the implantable neurostimulator (ins) was attempted, but the issue was not resolved. A revision was done and the pocket adaptor was found to be faulty after being implanted for three months. The pocket adaptor was explanted and replaced. The issue was resolved after the revision.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the pocket adaptor found the conductor of the adaptor body was broken within 10 cm of the connector area. Conductors 1 and 3 were broken 3.5 cm from the proximal end. If information is provided in the future, a supplemental report will be issued.